Event description:
Additional information received reported that the system was not working and that the battery went out. It was noted that the implantable neurostimulator had depleted and had been for about 4-5 months. It was noted that the patient had no programmer with him at the time of the report. It was noted that the patient was getting an MRI of the lumbar spine for a diagnosis of low back pain. The area to be scanned was the I-spine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient had a communication problem. It was noted an overdischarge was suspected. It was reported the last successful recharging session was two to six months prior to call. The patient was not feeling stimulation. It was noted the patient was unable to charge. About two weeks later the patient stated that he last felt stimulation 4.5 weeks ago and was when he realized he was having recharge issues. The 8840, recharger and patient programmer (pp) would not connect. A physician mode recharge (pmr) was completed and the recharger still showed no communication with the ins. Another pmr was going to be performed. It was confirmed that 5 full 60 minute countdown pmrs were performed with no luck getting the patient out of overdischarge, ins did not reset. The company representative was at the office and started each session so it was known that the patient was doing the pmrs correctly. A brand new out of the box recharger was used and confirmed the implant depth and pocket positioning was fine. The patient last recharged about 4 weeks ago but believed it could be as much as 5 weeks since that was when the recharger issue began. The stimulation was not working and the patient still was not able to recharge. The patient was going to schedule an appointment for x-rays. The patient was not receiving stimulation at this time. Additional information has been requested to obtain the outcome of this event and if any interventions were required.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 8840, serial# unknown, product type: programmer, physician; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).